Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer became jammed and a narcotic medication was stuck inside. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer jammed. A field service engineer (fse) found that drawer 5 was unable to be closed and that the bearing cage was jammed into the back cover, causing difficulty in removing the drawer without cutting the cable retractor band. Further, the fse replaced the rail, reinstalled it, ran the hardware test application (hta), removed all medications between pockets and drawers and verified operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.